Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Sensor was unable to be reprogrammed. De-cased sensor and replaced battery. Observed liquid ingress on pcba (printed circuit board assembly). An extended investigation was performed. A review of the case history was performed. Corrosion was observed on the printed circuit board assembly (pcba). Visual inspection was performed on the de-cased sensor and plug assembly, evidence of liquid contamination and corrosion was observed on multiple test points of the pcba. A functionality test will be performed on the sensor to verify if sensor is functioning as intended. Functionality testing could not be performed due to due to severity of the liquid contamination and resulting corrosion on the test points. The liquid contamination could not be removed as it had already caused corrosion across multiple test points on the pcba. Functionality test was unable to be performed on the returned sensor due to the extensive contamination on the pcba. Therefore, the investigation could not be continued, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 497.00 mg/dl compared to readings of 197.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 497.00 mg/dl compared to readings of 197.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.